Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd:, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient was having problems with the ptm for probably 6 months. The patient stated half the time they had to restart the ptm to connect to the pump. The patient reported the screen got stuck at a certain percentage when they were trying to connect and it took a lot longer than they should have to deal with it. The patient stated the ptm was taking away a bolus for the past couple weeks. The patient stated they get service code 338 and have to restart the application. The agent asked if the patient had a fall or trauma and the patient said yes. The patient mentioned they had a fall couple months ago and the ptm was working because they can feel the bolus when it goes in. The agent assisted the patient with clearing the data on the ptm. The agent assisted the patent with resetting the handset and the communicator. The agent asked the patient to connect with the ptm and they stated the device was searching and searching and they were repositioning the communicator and it was still not connecting to the pump. The patient retried and resynced several times before they were able to connect. The agent confirmed the date on the pump is one hour off due to the time change. The agent reviewed device function and recommended that the patient consult with healthcare provider's office regarding bolus and pump time. A request was sent to the repair department to replace the communicator device.